Manufacturer narrative:
The reported event was confirmed through the analysis of the submitted log files. Based on the manufacturer¿s complaint history and similar reported events, the driveline fault alarms can be consistent with potential driveline issues; however, the evaluation of the returned portion of the driveline did not reveal any issues that would have contributed to the reported event. Approximately 14.5 inches of the driveline was returned for evaluation. Electrical continuity testing of the returned driveline did not reveal any discontinuities or shorts. The silicone jacket, clear bionate layer, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was submerged in a saline solution for high potential testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage that would have resulted in an electrical short. The driveline was then used to power a pump on a test mock circulatory loop for over two hours. The pump functioned as intended and no alarms could be reproduced despite manipulation of the driveline. Additionally, the returned system controllers were evaluated and during analysis functioned as intended with no atypical events or alarms noted. There was no driveline fault alarm reproduced during evaluation. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information provided by the hospital personnel on (B)(6) 2016 stating that the patient is at home being closely monitored with a silenced driveline fault alarm. The patient is not a candidate for a heart transplant.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's system controller alarmed for driveline fault on (B)(6) 2016. The implanting center performed a system controller exchange. The second system controller also alarmed for driveline fault on (B)(6) 2016, which prompted the center to exchange the system controller again and monitor the patient. X-rays of the patient's driveline were submitted to the manufacturer's technical services for review, but no area of concern was observed. The patient was reportedly asymptomatic. On (B)(6) 2016, the manufacturer's technical services representative performed a driveline evaluation and repair. No driveline fault alarms were reproduced immediately after the repair. Approximately 8 hours after the repair, another driveline fault alarm occurred. As of (B)(6) 2016, the alarms continued. Review of the submitted log file by the manufacturer's technical services representative revealed no change in phase measurements since prior to the repair. No further information was provided.